Event description:
A caller reported a malfunction on a pump which coincided with a prior x-ray event. Customer¿s blood glucose (bg) level was 520 mg/dl. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. Technical support provided instructions for resetting the pump and assisted the caller in doing so. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump with the guidance to call back if the issue reappeared. The caller acknowledged and understood the instructions.